Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the devices becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a level 1® equator® convective warming system continued to heat after the temperature had reached 45° celsius. The hose used with the device was damaged. Erythema was found on the right arm of the patient, after an "intervention" that lasted an hour and a half. Biafine cream was applied to the redness and the patient was monitored for 24 hours. After 24 hours, no more redness was observed. No permanent injury was reported. See MFR: 3012307300-2017-00914 and 3012307300-2017-00957.

Manufacturer narrative:
One hose was returned for evaluation. Visual inspection found the device in good condition. Functional testing involved resistance testing on thermistor plug and values were considered normal. Functional testing involved use testing and found the device to be in working order. Based on the evidence, a root cause was unable to be determined. No fault was found with the device.